Event description:
It has been reported to philips that the cable drape came off and was torn. The issue was found during clinical use. It was reported that it hit a member of staff in the forehead which resulted in a bleed, and subsequently a headache. At this time the severity of the injury is unknown. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Additional information established that during clinical use, the cable hose carrier came loose and dropped down, hitting a technician above the eye (on the eyebrow and forehead area). The technician sustained bruising and two small cuts which were treated in the emergency room. The injury has fully healed without the need for any further treatment. A philips field service engineer (fse) inspected the system on site and identified that the cable hose was slightly torn. Further inspection of the system identified that a dropped ceiling on the customer site was rubbing against the cable hose causing an increase in the torque on the cable hose carrier¿s retaining nut. The increased torque resulted in the nut unscrewing from the thread which caused the cable hose to drop down. The fse replaced the affected screw hardware and applied a stronger loctite adhesive to prevent movement in the screw thread. The system was monitored over a period of 6 months which confirmed that there was no further movement in the screw threads. The system was returned to clinical use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the injury to the technician did not meet the criteria for a serious injury. The cable hose dropping is not likely to cause or contribute to death or serious injury if it were to recur due to the lightweight construction of the hose. Based on re-evaluation, this case is not reportable. Codes have been updated as per the investigation outcome.